Manufacturer narrative:
Concomitant medical devices: medtronic lead.

Event description:
It was reported that the patient had a pocket hematoma, pocket infection and erosion. The patient has hospitalized and treated with IV antibiotics. The device system was explanted and replaced. Wound cultures were positive for staphylococcus epidermidis. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.